Event description:
It was reported that pump experienced malfunction alarm with code 12 while customer was using insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset process, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm returned, which customer acknowledged and understood.